Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, 'there was no blood flow out of the markerpoint'. Hemostasis was achieved using another prostar xl device. There was no reported adverse pt effects. Though requested, additional info was not provided.

Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed with dried blood present on the exterior surfaces and within the entire visible marker lumen, located at the proximal end of the device. The presence of blood within the marker lumen indicated blood had entered the marker entry port, traveled through the device entering the marker lumen and marked. The dried blood detected throughout the entire internal area of the marker lumen prevented test marking. There was no detected component damage that may have prevented the device marking capability. The handle and needles had not been deployed. No manufacturing or quality issues were detected. The root cause for the reported event could not be determined based on this investigation. A review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.